Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sale representative (csr) contacted the technical service engineer (tse) for phone assistance regarding one of the surgeon side console (ssc) having a black eye. Tse reviewed the system logs and found error 45308 and 54 pointing to a blue fiber communication issue on the ssc with serial number (B)(6). Tse requested for the csr to notify the customer to perform a power cycle on the ssc2 and circuit the breaker at the end of the surgical procedure. The surgeon was continuing with surgical procedure robotically. The procedure was completed as planned with no reported injury. Intuitive followed and obtained additional information. The surgical procedure was completed using the second surgeon side console since the procedure was began as a dual console. There was no patient injury or harm. Patient information was not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the system power cycle resolved the issue. The system was tested and verified as ready for use.